Event description:
Customer reported not seeing drops of insulin at the end of the tubing during fill tubing step of the load sequence. No adverse impact to customer's blood glucose level was reported. Customer resolved the issue on their own by changing the infusion set and cartridge and successfully resumed insulin delivery.